Event description:
The end user alleges, she woke up in the middle of the night and somehow got into powerchair; the next thing she knew, she and the powerchair tipped over. The user does not remember getting into the powerchair; she sustained a black eye, bump on the head, a bruised foot, and was hospitalized.

Manufacturer narrative:
Method - the actual device involved in the incident was not returned to the MFR; eval and service was performed by the dealer's service group. Results - the dealer service replaced the armrests, and charger; the powerchair was inspected and performed properly. Conclusions - the device did not cause or contribute to the event. The user was educated on proper use of product.